Event description:
It was reported the insulin pump has three cracks on the insulin pump. Customer stated the crack was about half an inch long on the top left hand corner of the display screen. Another crack was quarter inch long on the right hand corner of the display window and the other one was on the display screen itself. The device was not dropped or bumped. Customer's blood glucose was 9.3 mmol/l. No further info reported.

Manufacturer narrative:
Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No cracked on display screen noted.

Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.